Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62578.

Event description:
Healthcare professional reported xen®45 gts was too short. Device was discarded. Surgery was completed with another xen.